Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered a delivery issue during insertion attempt for impella 5.5 (second pump for patient case). Physician had a tough time getting past aortic cannula but eventually crossed the valve. However, wire popped out when impella catheter was right at aortic valve. Physician attempted to cross by manually making valve incompetent but could not cross. Started over and again crossed with wire. Same occurrence with wire into lv (left ventricle), it popped out when impella catheter was right at av (aortic valve). Attempted to cross again unsuccessfully. Thus, decision was made to centrally cannulate for ECMO and place cp in groin for vent. (B)(4) is for first pump (cp). (B)(4) is for second pump (5.5). (B)(4) is for third pump (cp). (B)(4) is for fourth pump (5.5).

Manufacturer narrative:
The investigation was completed and no product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy and aorta preventing successful delivery of impella. Device history review was completed and passed all post sterile inspection checks.